Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch ultra meter displayed inaccurately high results compared to his feelings/normal readings and result obtained on the same meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started reading inaccurately on (B)(6) 2016 when he obtained an alleged inaccurately high blood glucose result of ¿18.0 mmol/l¿. He manages his diabetes with insulin (self-adjuster) and stated that as a result of the reading he obtained he took an unspecified dose and type of insulin. He reported that half an hour later during his dinner; he was experiencing symptoms of ¿shakiness, weakness, nausea and problems with his vision¿. The patient tested again and obtained a blood glucose result of 13.0mmol/l which he compared to his feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient denied receiving any treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr also confirmed that the patient did not have control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.